Event description:
The hcp reported that the pt was experiencing increased spasticity. At pump refill the expected reservoir volume was 6.6 mls; the actual reservoir volume was 8.0 mls. No alarms were noted by pt or hcp. The hcp reported that the pump contained lioresal 2000ug/ml at a previous dose of 350 mcg/day; the dose was increased to 375 mcg/day. The hcp suspects a possible catheter issue and will continue to monitor the pt for withdrawal symptoms and if noted, he will program a safe therapeutic single bolus dose to confirm pt response. The hcp is considering add'l device troubleshooting of the catheter if need be. The hcp reported that the pt is now reaching efficacy and is "fine" following refill.